Event description:
It was reported by service report that the ac power cord frayed and patient left head side rail cable frayed. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
Siderail panel.